Event description:
A hospital (B) (6) reported via a distributor that water 'overflowed' from a mr290v autofeed humidification chamber as a result of the floats not operating. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the mr290v chamber was inverted to test for float operation. It was subsequently tested for overfilling by connection with a waterfeed bag. Results: upon return of the chamber, there was evidence of water droplets inside the secondary float. There was a bow at the rim of the aluminium base in the vicinity of the hinge bracket. When inverted, both floats moved freely to the top of the chamber. The mr290v chamber filled 2/3 of the way up to the maximum fill line when connected to the waterbag. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The bow observed in the aluminium base indicates an impact and is consistent with the damage usually associated with overfilling. Our investigation indicated that the primary float was operating correctly. We were not able to duplicate the failure mode. However, the presence of water within the secondary float suggests that overfilling of the chamber did occur. It is possible that the floats realigned during transport between the user facility and fisher and paykel healthcare subsequent to the event. Our instructions for use indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. We have an open CAPA item to address mr290 chamber overfilling. Our monitoring and trending of mr290 chamber overfilling has a rate of occurrence worldwide (B) (4).